Event description:
Info received on 11/8/96 indicates an ipp device was removed from the pt "years ago", date and reason not indicated. No record of previous implant date or brand. Co has requested add'l info.